Event description:
Complaint alleged that during biomed testing the device does not charge up to the selected energy and when the sync button is pressed the device starts charging. Complaint indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.